Event description:
The home patient expressed concerns regarding product recalls of the (flo gard) device, specifically mentioning a 2007 recall. The 2007 recall and its remediation was explained by a baxter representative to the home patient. The caller said she had contacted FDA regarding her concerns. The caller asked if gravity feed or another baxter pump would be better for infusion of gammagard. The home patient reported two flo gard pumps with air bubbles in lines and device would not stop. No injury was reported. No further information is available at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or, if additional information becomes available.